Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi76559 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 15 jun 2019 with no discrepancies. Screwdriver cannot pick up screws anymore. Tip of screwdriver stripped. No adverse patient harm. Intraoperatively. Surgery completed successfully with another instrument. No surgery delay. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). Viper universal poly driver (2). This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: viper universal poly driver (part: 279734000, lot: mi76559, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the most distal tip of the device got broken. The green colored ring near proximal end was discolored. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/ specification review: the following drawings were reviewed during the investigation: mis si quick connect poly screwdriver assembly: dwg-887007888 rev. D. No design issues or discrepancies were noted during the investigation. Complaint was not confirmed. Investigation conclusion: the complaint is being confirmed for viper universal poly driver (part: 279734000, lot: mi76559) as the most distal tip of the device was broken. While a definitive root cause could not be determined for the reported problem, it is possible that the distal tip might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the screwdriver could not pick up the screws because the tip of the screwdriver was stripped. No adverse patient consequences were reported. The surgery was completed successfully with another screwdriver. No surgical delay reported. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown) . This report is for one (1) viper system polyaxial screw driver t20. This is report 2 of 2 for (B)(4).